Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 470 mg/dl and a manual injection was administered to address the bg level. Troubleshooting was performed and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence. Troubleshooting could not be completed due to the call dropping. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.